Event description:
Presto meter gave glucose value of 400 mg/dl. Went to hospital, hospital meter (brand unk) gave 256 mg/dl. Pt treated and released.

Manufacturer narrative:
Meter requested from customer. Report will be updated if add'l info becomes available.